Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was reported to possibly be due to "fungus", but as no additional information was provided, the cause of the peritonitis is assessed as unknown. On unreported date(s), the patient was treated with unspecified medication intraperitoneally (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapy was discontinued and on an unreported date, the peritoneal dialysis catheter was removed. The patient was recovered from the peritonitis. No additional information is available.